Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues (poor sample quality). The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient on a cobas e 801 analytical unit. Sample 1: the initial result was 1 coi. The sample was recentrifuged and retested. The result was 1.2 coi. On (B)(6). 2025, the sample was retested on another module (module 2), and the result was 0.944 coi sample 2: a new sample was obtained on (B)(6) 2025, and the result was 1.1 coi. The sample was recentrifuged and retested on another module (module 2). The result was 0.77 coi. The sample was repeated on the same module as the initial result, and the result was 1.1 coi.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The analyzer's serial number (module 2) is (B)(6). The qc and calibration were acceptable. The alarm trace showed multiple "sample foam" and "sample clot detection" alarms. The investigation is ongoing.